Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet system and contacted support for assistance with changing a 23-inch, 6 mm steel contact detach infusion set; insulin delivery was resumed after the supply change, and troubleshooting and education were completed. Symptoms included elevated blood glucose to 228 mg/dl for approximately 15 hours without ketosis, loss of consciousness, or other acute sequelae. Outcomes included no medical intervention, no backup therapy, and no alarms. Investigation included technical support review and user interview. Investigation of this case revealed that the cause of the hyperglycemia was unclear; the user reported the infusion site on the right hip and denied site-related issues, and the user had been adjusting meal announcements under guidance from healthcare providers and clinical support. It was concluded that the event was hyperglycemia with an undetermined cause, with device function restored after infusion set change and no patient injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.